Manufacturer narrative:
Lot gd910583 was manufactured from september 24, 2021 to october 01, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lot gd910583. The devices were discarded and the other lot was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had iodine all over the outside of the cap. This issue was observed before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of year 2021. Lot # - the involved lot number was gd910583 and unknown. Should additional relevant information become available, a supplemental report will be submitted.